Event description:
It was reported that a patient underwent an ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and the biosense webster, inc. Product analysis lab observed a broken tip issue. Originally it was reported that there was no acoustic image. It was reported that during the procedure, the acoustic image/video was not displayed. A second catheter was used to complete the procedure. There was no patient consequence reported. The event was assessed as not reportable for ¿poor or no acoustic image unspecified¿. The incidence of ¿poor or no acoustic imaging¿ is easily detectable by the user. The physician will have to troubleshoot, and then exchange the catheter in order to proceed with the procedure, which would result in an intraprocedural delay. An intra- procedural delay will have minimal to no impact on patient safety. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2022 delamination of the sensor was observed in the distal tip. Additionally, a wire of the sensor had perforated the tip. The returned condition was assessed as MDR reportable for a broken tip issue. The awareness date for this reportable lab finding was (B)(6) 2022. Additional clarification was requested on this returned condition. A response was received on (B)(6) 2022 stating that the tip damaged issue occurred during surgery. This additional information was added to state, ¿no acoustic image and tip damaged. It was reported that during the procedure, the acoustic image/video was not displayed. The tip of the catheter was found damaged. A second catheter was used to complete the procedure. There was no patient consequence reported.¿

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2022. The device evaluation was completed (B)(6) 2022. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and soundstar magnetic, recognition, and visualization testing of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned device revealed delamination of the sensor in the distal tip area, and that the tip had been perforated by an internal wire. A soundstar magnetic, recognition, and visualization testing was performed, and the device failed as error 6150 appeared. Dissection was performed, and an open circuit to the biosensor was found. The open circuit and the delamination found during the visual inspection could be related to the issue described by the customer; based on the additional information received the broken tip condition occurred during the procedure and could be related to the event described by the customer. A device history record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the biosense webster, inc. Product analysis lab finding of the ¿broken tip¿ issue and the customer¿s reported issue of ¿poor or no acoustic image unspecified¿. -investigation findings: interoperability problem identified (c04) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the biosense webster, inc. Product analysis lab finding of ¿sensor array delamination¿ and the customer¿s reported issue of ¿poor or no acoustic image unspecified¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported issue of ¿poor or no acoustic image unspecified¿ and biosense webster inc. Product analysis lab finding of "biosensor - damage inside epoxy". Manufacturer's reference number: (B)(4).